Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The force bipolar instrument was analyzed, and fa was able to reproduce the issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.185" x 0.69" was found to be broken off but still attached due to the conductor wire. The broken piece was returned. Additional observation reported by site that is not related to the primary failure: for clarification, the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted procedure, the cable has broken off on the force bipolar instrument. The branch broke off while the instrument was being cleaned. The site was completing the procedure as planned with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.